Event description:
A director of a hospital reported observing internal crystallization in yellow intraocular lenses after they have been implanted for approximately three years. The director reported the patient's visual acuity and light perception were affected. The director knows of approximately thirty similar cases. One picture of this event was returned, but no patient identifiers were available. Additional information has been requested. There are two medical device reports associated with this event. This report is for the patient whose picture was returned.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Additional information has been requested. (B)(4).